Manufacturer narrative:
(B)(4). Evaluation codes: results - (other): visual inspection of the returned product found no visible damage to the cartridge. The returned lens was stuck in the cartridge and was torn. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a +12.5 diopter aq2015a silicone aspheric three piece lens was being loaded and the haptic tore in half, the lens would not load correctly. There was no patient contact. The reporter indicated the cause of the lens damage may have been due to the aq cartridge-fp. This is one of two lenses used on this patient - see MFR report # 2023826-2012-00543.